Manufacturer narrative:
By checking the DHR of the lot #1606670, no pre-existing anomalies were detected on all the components manufactured with this lot #. First and only complaint received on this lot number. We will submit a final MDR once the investigation will be completed.

Event description:
Conversion from smr stemless anatomic to smr stemless reverse prosthesis performed on (B)(6) 2020. Explanted components: smr humeral head 44mm (product code 1322.09.440, lot #1606670 - ster.1600167), smr stemless - neutral adaptor (product code 1335.15.200, lot# 1610412 - ster.1600211); liner for metalback glenoid l1 - small r (product code 1377.50.005, lot# 16at027 - ster.1600160). According to the info received, during the surgery it was commented that l1 liner previously implanted had been loosened for some time also, metal debris were found. Surgeon responsible for the conversion surgery was different from the one responsible for the previous surgery performed on (B)(6) 2016. Event happened in (B)(6).

Event description:
Conversion from smr stemless anatomic to smr stemless reverse prosthesis performed on (B)(6) 2020. Explanted components: smr humeral head ø44mm (product code 1322.09.440, lot #1606670 - ster.1600167), smr stemless - neutral adaptor (product code 1335.15.200, lot# 1610412 - ster.1600211) (this specific product is not marketed in the us) liner for metalback glenoid l1 - small r (product code 1377.50.005, lot# 16at027 - ster.1600160). According to the info received, during the surgery it was commented that l1 liner previously implanted had been loosened for some time. Also, metal debris were found. Surgeon responsible for the conversion surgery was different from the one responsible for the previous surgery performed on (B)(6) 2016. Please note that the suspected code was changed from the humeral head (as reported in the initial report) to the liner, as the complaint source reported that conversion to smr stemless reverse was due to cuff failure, but the loosening of the liner previously implanted may have accelerated the degradation of the cuff muscles. Event happened in austria.

Manufacturer narrative:
DHR check: by checking the dhrs, no pre-existing anomaly was detected on a total of 130 l1 liners manufactured with the same lot# (16at027). According to our records, at least 100 l1 liners with production lot #16at027 have already been implanted and this is the only complaint received on this lot #. Explant analysis: the explanted liner was received by limacorporate for analysis. The analysis were conducted in an external chemical laboratory and the liner was analyzed by ftir mapping. According to the received report, other than the typical polyethylene peaks, the spectra acquired show quite large bands in the region 1800-1650 cm-1, which are more intense near the articular surface and the peg. The signs in this region (centered around 1736 cm-1) can be attributed to fatty acids' esters, diffused in the polyethylene in vivo. The spectra show absorption around 1720 cm-1 in the central region of the sample, traceable to a slight oxidative phenomenon, probably due to mechanical stress. The report concludes that the mechanical performances of the material are not believed to be affected by the slight modifications observed. X-rays analysis: additionally, pre-operative x-rays of the revision surgery (dated 10.01.2020) and post-operative x-rays of the revision surgery (exact date unknown) were made available for the case. They were analyzed by our medical consultant; his comments as follows: "the cutting angle of the humerus is very steep, instead of 45° this is almost 80° on the radiographs before and after revision. Such a steep angle changes the center of rotation and overall alignment of the joint with a total shoulder replacement. The subsequent consequences usually are altered kinematics due to changed force vectors which can lead to instability per se and second, changed vectors and distances for the rotator cuff, which usually leads to subsequent rotator cuff failure and secondary instability due to upward migration (as seen on the pre-op radiographs before revision). In my opinion it is very likely, that either the pre-op condition of surgery related issues during primary implantation are the main cause for subsequent failure and need for revision". Stating that: no anomaly was detected by the check of the dhrs of the lot# involved; the chemical analysis performed did not highlight any material anomaly that could have contributed to the reported issue; our medical consultant suggested " the pre-op condition of surgery related issues during primary implantation are the main cause for subsequent failure and need for revision"; we cannot go back with certainty to the root cause of the event reported, however, based on the investigation performed, it cannot be classified as product related. Pms data: based on limacorporate pms data, we can estimate a revision rate due to dislocation/breakage of l1 liners (codes 1377.50.xxx) of 0,24%. More than 45% of these cases were related to patient's condition/action (progression of desease, trauma, extreme activity). No specific corrective actions implemented in relation to this case. Lima corporate will keep monitored the market to promptly detect any further similar issue. Note: this is a final MDR.